Event description:
The customer reported that there was 'collimator iris potentiometer error' message upon boot. This error is likely to prevent the system from booting to a usable state. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The iris collimator potentiometer and gear was evaluated and repaired. The system was tested and found to be working as intended and returned to service.